Event description:
This case involves a (B)(6) year old female patient who has been receiving various aesthetic treatments since (B)(6) 2013. The previous procedures that had been done include ulthera, dual yellow laser, erbium glass laser and disport injections. Medical history included dermal filling. On (B)(6) 2013, the patient decided to have filler injection and sculptra was chosen. Sculptra was injected at the nasolabial folds and lateral cheeks. This procedure went smoothly with no events during or after the procedure. One week later on (B)(6), the pt decided to have filler at her temple area and was administered the filler at 5:10pm. Sculptra was injected at her left temple. On withdrawing the needle, the patient immediately said that she felt unwell with a sensation of "electric shock" at that temple area. The physician thought that the patient was complaining about the sensation of the needle puncture and so reassured her that it was normal and went on to make a second needle puncture at a position superior to the first. After these 2 needle punctures, the physician then examined her and found that she had developed a left lateral rectus palsy with her left eye being unable to adduct. The clinic assistant and the physician then massaged the area for half an hour hoping that it was a compression effect that could be relieved. At 6:30 pm, the physician consulted other doctors (ophthalmologist, neurologist, aesthetic doctor) to ask for opinions and suggestions of possible causes. As the patient was not better by 7:30pm, the patient's son was called to explain the situation to him. At about 8pm, patient was seen by an emergency room doctor and then an ophthalmologist. After some checks, the diagnosis was that her eyes were normal. At about 9pm, a CT scan was done as well as an MRI scan. In both scans, there were no lesions seen and the injected filler was in the appropriate area. The random blood glucose was noted to be elevated but patient had no prior history of dm. The working diagnosis was then sixth nerve palsy from vasomotor constriction of the blood vessels (with compromised microcirculation from undiagnosed dm) possibly brought on by the pain/stress of the filler injection. The patient was warded at about midnight. The patient remained status quo and was discharged on (B)(6) with outpatient follow-up. For reference purposes only, the following tracking number has been assigned: (B)(4).